Event description:
The customer reported the system displayed a collimator iris pot error message and a collimator iris too large during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and collimator cover. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.